Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of handle break. Block h10: the returned trapezoid rx basket was analyzed, and a visual evaluation noted that the handle cannula was detached. The basket was returned extended but the handle cannula was not returned. The distal and proximal screw depth were measured and found within specification. No other issues with the device was noted. The reported event was confirmed. Based on all available information, it is possible that the detachment of the handle cannula may be related to some technique applied by the physician during the procedure as consequence of some difficulty experimented during the handle actuation. It is most likely that anatomical factors contributed on this difficulties. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the handle broke off from the trapezoid basket. There was no stone inside the basket when the handle broke. Another trapezoid basket was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the handle broke off from the trapezoid basket. There was no stone inside the basket when the handle broke. Another trapezoid basket was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Device code: (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.